Manufacturer narrative:
E1. Initial reporter first name: added information, based on additional information

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0mmx40mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0mmx40mmx135cm (4f) sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.